Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they went to hospital for unknown reason. The customer's blood glucose was unknown. Mother stated that the nurse overdosed her son and she wanted to know the type of adjustment that could be made. The customer treated low blood glucose value with carbohydrates. The insulin pump will not be returned for analysis.